Manufacturer narrative:
Per the clinic, the fixture was explanted (date not reported). It is unknown whether there are plans to reimplant the patient, as of the date of this report.

Manufacturer narrative:
(B)(4). Implanted device remains.

Event description:
It was reported that the patient experienced persistent drainage and infection at the implant site and was treated with an oral antibiotic and steroid injections (date not reported). However, the issues had reportedly persisted and recently the patient developed an abscess near abutment site. Removal of the abutment is planned; but it is unknown if this has occurred as of the date of this report.